Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. In addition, it was reported that the cartridge did not fit onto the pump. During follow up the customer reported having difficulty pushing the cartridge into the pump, and declined further troubleshooting regarding the issue, as customer currently not having any problems with cartridge. Customer¿s blood glucose was 145 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.